Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) inspected the device and was unable to duplicate the reported issue, however, the se found a patient disconnect in the logs. A further review of the logs indicated the unit entered back up ventilation at the time of the event. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator alarmed "ventilator inoperative (vent inop)" and stopped delivering breaths. It was reported that the unit could not read expiratory pressure and generated a device alert. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. Upon further review of the logs and available information, the ventilator had entered back up ventilation at the time of the event.